Manufacturer narrative:
The customer¿s report of ¿texium leak at connection to smartsite¿ was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the set. Functional and pressure testing resulted in no leaking at the connection between texium and smartsite or anywhere else on the returned set while the tubing was manipulated at each engagement. The root cause of the customer¿s report with ¿texium leak at connection to smartsite¿ was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during an infusion of doxorubicin there was a small red circle found on the patients pillow and upon further investigation it was found that the medication was leaking between the connection of the texium and the smartsite. There was no report of patient harm.